Event description:
(B)(6). It was reported that following a percutaneous transluminal angioplasty (pta) procedure there was stenosis. The target lesion was in the right common iliac artery with a 0.1mm average lesion intraluminal diameter and a 45mm total lesion length. The degree of pre-procedure stenosis was not provided. The lesion was eccentric and suboptimal pta. A wallgraft stent 9x50mm was implanted. Implantation was technically successful with no procedure related complications. At discharge the patient was alive and there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. The procedure was a hemodynamic and clinical success. The three-month follow up assessment documented that the patient was alive. There was no evidence of improvement in residual stenosis (<=30%) and no hemodynamic success, but the procedure was deemed a clinical success. No additional follow up assessments were provided.

Manufacturer narrative:
Date of event - unknown month and day 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.